Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided and found no issues with the quality control (qc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the air valve body and sample syringe. The cse then adjusted the air pump pressure. The cse performed system checks and qc, which were in range. The cse tested a sample precision (three times) on a different sample and was within the expected range. Post service, the ccc followed up with the customer. The customer recalibrated the assay and was within range. The cause of the discordant, falsely depressed progesterone result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed progesterone (prge) result was obtained on a patient sample on an advia centaur cp instrument. The initial result was not reported out to the physician(s). The customer ran the same sample on the same instrument for another test and the sample was inadvertently run for prge a second time, resulting higher than the initial result. The sample was repeated again and the result was also higher than the initial result. The second repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed progesterone result.